Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the isi clinical sales representative and was informed that no further issues were observed. The system was working properly, and no additional action was required. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse) and investigation revealed error 282 (tool invalid reason: out of uses) and error 31009 (instrument sensors missing. A tool was fully detected, but then lost 1 or more, but not all of the tool sensors for 3+ seconds on psm2) that may have been related to the reported complaint. Additional log reviews confirmed that system sh1744 was used on (B)(6) 2022. The hospital robotics coordinator stated the procedure was on (B)(6) 2022, but the isi clinical sales representative stated she received a text message during the procedure on (B)(6) 2022. Instrument logs also confirm the date as (B)(6) 2022. This event is being reported due to the following conclusion: it was alleged during a da vinci-assisted surgical procedure, the system had multiple instrument engagement/recognition errors which the customer believed to be due to the drape not being seated correctly. The surgeon converted the procedure to an open thyroidectomy due to the issues with the universal surgical manipulator (usm).

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called technical support to report that the customer was experiencing multiple instrument engagement/recognition errors. She was not on-site when the issue occurred, but the customer had texted her during the procedure. The isi technical support engineer (tse) uploaded error logs and noted multiple 282 errors indicating there was an expired instrument and a couple of 31009 errors. No troubleshooting was performed due to the csr not being on-site. She was not sure of the status of the procedure at the time of the call. Isi followed up with the hospital's robotics coordinator and obtained the following additional information: the universal surgical manipulator (usm) 1 was not working properly during the robotic thyroidectomy procedure, but details were not available. The customer tried two different instruments, and it still was not acting right. The customer believes that the cause of the issue was the drape not being seated correctly at the beginning of the case, but that cannot be confirmed at this point. The customer needed to abandon using the robot due to the issues with usm 1. The surgeon was not planning on taking the thyroid lobe out via open procedure, but was successful doing the task. The patient was reportedly fine following the completion of the procedure. The staff had the engineer come look at the robot and all seemed well after the case. The system has been working fine since.